Manufacturer narrative:
At time of this filing, although expected, the reported device has not been received into conmed¿s complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer in (B)(6) the distributor reported issues with the trushot with y-knot 1.3mm all suture anchor, # y13tn, lot 1172058, recently experienced by (B)(6) hospital on (B)(6) 2021. It is noted in the record: during mbo surgery, a surgeon drilled it to make a pilot hole. After inserting an anchor, the anchor was pulled out and the broken tip was found. The broken tip was removed completely using an instrument at a hospital, and the broken piece was not returned as it was disposed of at a hospital. Surgery was successfully completed using another y13tn with a 15-minute delay. There was no impact or injury to the (B)(6) female patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence, as although the broken anchor piece was removed, it did fall into the patient.

Manufacturer narrative:
At time of this filing, although expected, the reported device has not been received into conmed¿s complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer in (B)(6) the distributor reported issues with the trushot with y-knot 1.3mm all suture anchor, # y13tn, lot 1172058, recently experienced by pyeongtaek goodmorning hospital on 13december2021. It is noted in the record : during mbo surgery, a surgeon drilled it to make a pilot hole. After inserting an anchor, the anchor was pulled out and the broken tip was found. The broken tip was removed completely using an instrument at a hospital, and the broken piece was not returned as it was disposed of at a hospital. Surgery was successfully completed using another y13tn with a 15-minute delay. There was no impact or injury to the 52 year old female patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence, as although the broken anchor piece was removed, it did fall into the patient.

Manufacturer narrative:
The investigation of the customer's reported issue finds it to be confirmed based on evaluation of the returned device. Examination and testing of the returned used, item y13tn, found sliding inserter assembly detached from the guide handle and inserter bent at the shaft. Examination was performed per design print for y13tn. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found this is the only complaint for this lot number and failure mode. (B)(4). Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also, per the IFU, the user is advised that preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of implants are important considerations in the successful utilization of these devices. Surgeon must choose proper implant size based on specific procedure and patient history. When removing trushot pilot holes, pull device straight out. Do not rotate or oscillate device about its axis or breakage of inserter tip and/or anchor may result. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer in korea the distributor reported issues with the trushot with y-knot 1.3mm all suture anchor, # y13tn, lot 1172058, recently experienced by (B)(6) hospital on 13december2021. It is noted in the record : during mbo surgery, a surgeon drilled it to make a pilot hole. After inserting an anchor, the anchor was pulled out and the broken tip was found. The broken tip was removed completely using an instrument at a hospital, and the broken piece was not returned as it was disposed of at a hospital. Surgery was successfully completed using another y13tn with a 15-minute delay. There was no impact or injury to the 52 year old female patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence, as although the broken anchor piece was removed, it did fall into the patient.